Event description:
It was reported that the patient experienced mechanical issues with an inflatable penile prosthesis (ipp). A surgical procedure was performed in which the existing device was removed and a new ipp was implanted. Upon removal, a hole was noticed in the left cylinder. No information was provided about the patient's outcome.